Event description:
Boston scientific received information that during the post-op check, this right atrial (ra) lead displayed no atrial sensing or catpure. Fluoroscopy was performed and showed this lead dislodged to ventricle. An attempt was made to reposition the lead, however the patient's anatomy would not allow. The lead was explanted and replaced with a competitor's lead. There were no adverse patient effects.

Manufacturer narrative:
The explanted lead will be returned for analysis. Once analysis has been completed this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual inspection did not dried blood and body fluid in the helix housing, but was unable to be determined. However, the helix (physically) intact with no sign of damage. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.